Manufacturer narrative:
On september 17, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed according to the mentor procedure, and it revealed two tears (a and b) on the posterior view, both measuring approximately 0.1 cm. Additionally, an area of siltex craking was observed within tear a. A microscopic examination was performed on tear b, and the cause of the deflation could not be identified. The evaluation determined that the cause of tear a is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Regarding tear b, although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (lot-5967603). No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2021, mentor became aware that the date of implant was (B)(6) 2010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 325cc mentor siltex round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with non-mentor devices on (B)(6) 2021. The date of implant was provided as 2001. However, it is being reported as march 23, 2009, same as the date of manufacture of the reported lot 5894821 under filed d6a on this form. Follow ups are in progress for clarification. Supplemental report will be submitted upon receipt of information.